Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n337341, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. Product ID: 8590-1, lot# n337341, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported ¿they put another catheter in (B)(6) 2013¿. The pump was delivering hydromorphone. Symptoms, product issue, troubleshooting and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.